Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a generator change. Prior to the procedure, it was noted that the left ventricular lead was not capturing. The lead was examined under fluoroscopy, and it was noted to have dislodged. The lead was capped and the patient was stable before, during, and after the procedure.